Event description:
St jude tms implanted (B)(6) 2008. Began having pain at site and implant relocated (B)(6) 2010. Still having pain at new site implant relocated again (B)(6) 2012. Implant removed (B)(6) 2012. Pain persists at last 2 sites scar tissue removed from both sites. Pain persists no infection present biotics repeated three times no effect. Two years later, pain at sites persists must us pain pills and patches to control pain. Pt was frequently passing out when implant installed but this stopped since removed.